Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding unknown patients who were receiving intrathecal lioresal (unknown concentration and dose) via an implantable pump for an unknown indication for use. The date of the event was unknown. It was reported the physician had seen problems of fibrous tissue growing into the sutureless connector and the connector was obstructing flow. The hcp was unable to withdraw cerebrospinal fluid (csf) from the catheter access port (cap) and during surgery for catheter revision he noted fibrous tissue. The sc catheter was disconnected from the pump and fibrous tissue was observed. It was seen with battery changes and in patients who were not getting effective spasticity relief, using only lioresal. The hcp had seen the fibrous tissue travel down the length of the catheter obstructing flow. In one patient it occurred 2 weeks after implant. Calcification was also seen in the sc catheter. The catheter was replaced. It was unknown if the issue was resolved. Patient and device information were not reported; additional information has been requested, but was not available as of the date of this report. This event occurred in 2014. It was reported that in these cases, it was sometimes possible to trim the catheter and revise it, but at times, it was also necessary to completely replace the catheter due to the fibrous growth. This would occur with the sutureless connector and not the push on/tie on variety. Additional information was requested regarding event content, patient symptoms, serial numbers, troubleshooting, diagnostics, actions interventions, cause, drug/concentration/dose/lot, concomitant medications, medical history and diagnosis for use. Should additional information be received, a follow-up will be submitted.